Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). Event 1: through visual examination of forty-nine (49) samples, forty-two (42) samples were observed to have one loose particle on their respective filling area. The other seven samples were not observed to have any contaminants or other observations. According to test specification of elastomeric infusion systems for assembly, in the fluid path, only one contaminant smaller or equal to 0.5 mm². Six of the samples are not within specification; the reported defect is confirmed. General loose contamination and hair is a known issue. An approved project is in place to further address issues with general loose contamination and hair. A review of the device history record (DHR) was performed for the reported lot number and no abnormalities or nonconformances were noted during the in process or final product inspection. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.

Event description:
As reported by the user facility: event 1: 1 x dirty critical site (11082024@5) - prior to filling, 1 x foreign particle found inside the fluid path (11112024@3) - prior to filling.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number: (B)(4). The investigation is ongoing at this time. A follow-up will be submitted when the investigation results become available.